Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra 2 meter would not turn on. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter issue began, in the afternoon of (B)(6) 2017. She stated that she manages her diabetes with oral medication, diet and exercise, it was not reported that she made any changes to her normal diabetes management regimen. The patient alleges that she developed symptom of ¿shaky¿, after the alleged meter issue began, but she was unable to remember the time the symptoms started. The patient claims in response to the symptoms she consumed orange juice, candy, honey or peppermint. During troubleshooting, the csr confirmed that this was not the first time the meter was being used, there was no evidence of misuse of the product, and when the power button was pressed the meter did not turn on. Csr noted that the test strips being used had passed their expiry date. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury adverse event after the alleged meter issue began.